Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed upstream occlusion several times. The infusion would continue but then it would alarm again several seconds later. There was no upstream occlusion found, and this was the second time it happened to the patient on disconnect day. The site ended up needing to disconnect prior to all drug being delivered because there was no resolution. They had 3.4 ml volume left (1 hour and 33 minutes). The event occurred while in use with a patient and the patient was not negatively affected at the time of disconnect.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.